Manufacturer narrative:
Device not returned.

Event description:
It was reported that a cartridge alarm (alarm 25) occurred. No notable events occurred prior to the alarm. Additionally, it was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly, the cartridge was reloaded and insulin delivery was resumed. Customer's blood glucose was 353 mg/dl. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.